Event description:
A pt in cardiac compromise was placed on an oxygen cannula. The pt was observed to be desaturated. The cannula was checked and found to be occluded. The cannula was changed and the pt's saturation returned to normal. The cannula was returned to the distributor and the occlusion was confirmed. The cannula was then forwarded to the MFR for the investigation. The label provided with the cannula states to check device for airflow prior to use. The investigation is ongoing.